Event description:
Same case as MDR ID # 2134265-2013-05797 and 2134265-2013-05809. It was reported that during a percutaneous coronary intervention, catheter entrapment and stent damage occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.5mm and a 1.75mm rota rotational atherectomy system were used and two 3.00mm x24mm promus element plus stents were advanced and deployed in an overlapping manner. Then an atlantis sr pro² imaging catheter was used to perform post-interventional ultrasound but it got stuck to the location where the two 3.00mm x24mm promus element plus stents were overlapped. It was noticed that the overlapping part of the two 3.00mm x 24mm promus element plus stents were damaged. The distal part of the other 3.00mm x24mm promus element plus stent, which was implanted distally in the target lesion was damaged as well. There was difficulty in withdrawing the atlantis sr pro² imaging catheter but was removed successfully. The overlapping part of the two 3.00mm x24mm promus element plus stents was dilated using an unspecified balloon catheter. It was observed that there was good blood flow post dilation and a 3.0mm x 12mm unspecified stent was implanted at the distal part of the lesion. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).